Manufacturer narrative:
The drill and returned fragments were examined under magnification. The edges of the fragments are sharp brittle breaks at roughly 45 degrees to the axis of the drill with some very slight smoothing of the edge of the main body of the drill. This is consistent with the drill turning at a high speed, colliding with something that causes the torsional forces to increase significantly (causing the drill to break) and the drill continues to rotate after the break. Conclusions: a conclusion cannot be drawn based on the lack of information concerning the circumstances of this drill breakage.

Event description:
During an orthopedic surgery, the surgeon placed guide wires and then drilled through the tibia and into the talus. At this point, the drill bit broke into at least nine pieces. The surgeon removed as many fragments as possible but had to leave several fragments of the drill in the tibia and the talus.